Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 334 mg/dl on performa system 1, 97 mg/dl on performa system 2 within 10 minutes. No information provided for performa system 2 other than the same test strips were used with each meter. Reported no adverse event. A request was made for the return of the meter and strips.